Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s display assembly separated into two pieces while the user was driving, consistent with a device problem of loss of or failure to bond involving the display component; the user taped the unit and planned to provide photos, and no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem identified that aligned with a bonding failure at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.